Event description:
Report from attorney states "during attempted pump implant procedure several unsuccessful attempts were made to place the catheter using a needle. Postoperatively, the patient developed left leg weakness which was profound. A consulting physician indicated he believed the patient had experienced a stretch injury to the lumbosacral area or sciatic nerve injury. However, a postoperative MRI indicated no change from the preoperative MRI and no indication of nerve injury."